Event description:
It was reported, the pt was having difficulty with symptom control. The pt stated, "I have bilateral implants for essential tremor. The left hand can't be controlled and I'm lefty-hand". The pt continued to state he "had a revision earlier this year which made things worse." The pt also indicated a loss of efficacy occurred which was unrelated to stimulation therapy. The longest that an adjustment lasted was 2-3 hours. The pt stated that the device does not work as well about 3 hours after he leaves the doctor's office. The hcp did a chest x-ray of the generators and the left lead was visible, the right lead was invisible. Impedance checks were done and everything tested okay. The pt was scheduled for surgery on (B) (6) 2010. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available. Please see MFR report# 3004209178-2010-00580.

Manufacturer narrative:
(B) (4).